Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump stopped to deliver bolus. Customer¿s blood glucose was 79mg/dl. Customer stated that customer rewind the insulin pump successfully but alarm still occurred. Customer mentioned that insulin pump was dropped and bumped. Insulin pump will not be returned for analysis.